Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported knot on the lock line this incident could not be determined. It is possible that the user technique of unwrapping the ends of the lock line resulted in the lock line becoming knotted together on both ends; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for the knotted lock line and the intervention required to remove the line and deploy the clip. It was reported that during deployment of the first mitraclip, the two ends of the lock line were noted to be knotted. The ends were cut and the clip was successfully deployed. A second clip was successfully deployed reducing mitral regurgitation (mr) fom 3-4 to 1-2. There were no adverse patient effects. No additional information was provided.